Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed maintenance and system was ready. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer experienced repeated recoverable faults. The customer received phone assistance from the technical service engineer (tse). System logs confirmed reoccurring errors reported by usm3_acm, indicating a voltage monitor hardware fault. The customer opted to move the surgical procedure to another da vinci system because they needed the surgical procedure to be completed as a four arm system configuration to continue. The procedure was converted to another dv system with no reported injury. Intuitive followed up but no additional information was available.